Event description:
The customer reported, the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that a large hole had formed in the side of anode candlestick in the tank and was allowing it to arc to ground. He replaced the hv cable assembly and snubber board. The rep performed a generator calibration and filament calibration. The system functions as intended.